Event description:
It was reported that pump gave repeated cartridge change errors. There was no reported impact to the customer¿s blood glucose level. Customer declined further follow-up, no additional troubleshooting details were obtained, and no further action was required, while customer was out of warranty and in process of obtaining new device.

Manufacturer narrative:
In use at the time of the event:CGM model: G7.Mobile OS: iOS / iOS_iPhone 11 / 2.9.1 / iOS_17.3.1.